Event description:
It was reported that during a colon procedure the device gave error 3. Another like device was used to complete the case. No patient consequences.

Manufacturer narrative:
Date sent: 1/29/2009 information not provided during initial contact. The handpiece was tested on a generator and no error code was noted while testing. The handpiece was disassembled, a torn acoustic isolator and moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 3 to occur. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.